Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonate patient was slow to warm on the arctic sun. The patient had been on the device for over 30 hours at the time of the call. The patient's temperature was 31.6c through an esophageal probe with a target temperature of 33.5c. The water temperature was 25c (77f). The event log showed an alert 113 (reduced water temperature control). The nurse switched the patient to a second arctic sun device. Per call back, the device showed marginal flow rate of 1.0 lpm and the water temperature was 25c (77c). The nurse confirmed no bends or kinks in the tubing. Reconnecting the artic sun pads did not resolve the issue. The artic gel pad was swapped and the flow rate increased to 2.0 lpm. With the arctic sun device in manual mode, the water temperature increased appropriately. Heat generation was discussed and also talked about the infection which the nurse will speak to the doctor about a possible tylenol trial.". The biomed called to troubleshoot the first arctic sun device. It was instructed to empty some water and test with a shunt tube or artic gel pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the neonate patient was slow to warm on the arctic sun. The patient had been on the device for over 30 hours at the time of the call. The patient's temperature was 31.6c through an esophageal probe with a target temperature of 33.5c. The water temperature was 25c (77f). The event log showed an alert 113 (reduced water temperature control). The nurse switched the patient to a second arctic sun device. Per call back, the device showed marginal flow rate of 1.0 lpm and the water temperature was 25c (77c). The nurse confirmed no bends or kinks in the tubing. Reconnecting the artic sun pads did not resolve the issue. The artic gel pad was swapped and the flow rate increased to 2.0 lpm. With the arctic sun device in manual mode, the water temperature increased appropriately. Heat generation was discussed and also talked about the infection which the nurse will speak to the doctor about a possible tylenol trial.". The biomed called to troubleshoot the first arctic sun device. It was instructed to empty some water and test with a shunt tube or artic gel pad.